Manufacturer narrative:
Pump was unable to communicate and download with carelink pro software, problem isolated to mother board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was received with cracked reservoir tube lip and minor scratches on display window.

Event description:
The customer reported via phone call that they experienced issues with the pump. The customer's blood glucose value was unknown. The product was returned for analysis.